Event description:
Series of multiple unexplained health issues. I never once considered my implants doing it. After 7 years of implants I intuitively wanted them removed and paid to have them taken out. Fast forward 1.5 years and there was blood and protein in my urine and I was positive for antinuclear antibody, antineutrophilic cytoplasmic antibody, myeloperoxidase. This shocked my doctors, so they sent me for a kidney biopsy. Eventually I found dr. (B)(6) who was able to explain the timeline of my unexplained symptoms and they were all consistent with him diagnosing me with american spinal injury association, limited granulomatosis with polyangiitis, immunoglobulin a nephropathy and complicated myeloperoxidase (all from my breast implants). No one informed me before I got these that I could get a potentially fatal disease in my 30s with two small children. Reference report: mw5150178.